Manufacturer narrative:
Site dr.(B)(4) declined to provide patient information. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable.. Return requested for suspect suretrak2 large pass fighter tracker. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's suretrak2 large passive tracker was damaged. A sphere post came off of the instrument. No further details regarding the damage, or how it occurred, were provided. A second suretrak2 tracker was brought in and used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.